Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 66 mg/dl. Customer¿s current blood glucose value was 125 mg/dl. Customer has treated with food and glucose tablets. Call back for customer being low while troubleshoot for hardware low level failures alarm. Customer is not currently low after recovery is probably about 125 mg/dl now 66 mg/dl corrected with 2 sugar tabs was down to 51 mg/dl gave another 15 carbs of juice. The customer has been experiencing low blood glucose for had a low. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The patient was disconnected during the prime sequence. Reservoir is showing more insulin than what is shown on the status screen. Reviewed pump programming and customer reports programming is accurate. Customer reports pump was not worn during a medical procedure around high magnetic field. Based on customer report customer does not allege pump was under delivering. Customer monitor the pump and call back if the issue continues. The insulin pump will not be returned for analysis.